Event description:
1 month old patient with down syndrome and a ductus arteriosus under went coil embolization. Two coils were successfully placed in the ductus with effective closure; both were in good position. During efforts to detach the first coil from its delivery wire, the coil would not detach and remained lodged in the tip of the delivery catheter. Efforts to release the coil from the tip of the catheter resulted in embolization to the pulmonary artery and the second coil. Both coils ensnared and could be pulled through the right heart to the left femoral vein sheath where the detachable coil separated from the delivery catheter and was retrieved with a loop snare. The second coil embolized to the right pulmonary artery. Prolonged efforts to retrieve it brought it back into the femoral vein, but during efforts to remove it, it embolized again, ensnaring in the ventricular aspect of the tricuspid valve on the tension apparatus. The pt was referred for open surgical repair of the atrial defect, ductus arteriosus, and retrival of the coil. The coil could not be found, and was subsequently discovered to have embolized to the right pulmonary artery. The decision was made to defer further retrieval efforts unless the pt's clinical condition warranted it. The coil was removed in a subsequent surgery.